Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the illumination lamp needs to be replaced. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system needed its illuminator lamp replaced. Additional information was requested with none received to date. The company service representative examined the system, but was not able to replicate the reported event. The company service representative found the lamp to have been used for 364 hours. The xenon lamp was replaced per the customer¿s request, then verified the lamp operation. The system was manufactured on june 27, 2011. Based on qa assessment, the product met specifications at the time of release. It should be noted that the lamp is rated for 400 hours of use and the system is designed to indicate to the user the number of lamp hours used. When the lamp has reached 400 hours, the system displays system message - ¿the lamp has exceeded its rated life: lamp needs to be replaced¿. The system message can only be cleared by the user pressing a button on the screen. The system message is an advisory for the user to replace the lamp; however, the lamp can still be used after this system message is acknowledged. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).